Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call motor error alarm. Customer's blood glucose level was 377 mg/dl. Customer's mother advised they changed the set and wanted to give the customer 11 units of insulin, however, the device only gave 3 units and the motor error alarm occurred. Customer advised they received a new insulin pump and the motor error alarm occurred on the old device. Customer's mother declined to troubleshoot for the motor error alarm since they have a new insulin pump. Customer advised the cannula appears to be kinked and customer's blood glucose level went down to 187 mg/dl. Customer's mother declined to troubleshoot for the kinked cannula. Customer's mother was advised they may use the insulin pump without the sensor but do recommend the whole package being used for the customer.